Manufacturer narrative:
DHR/bhr review(lot#3052816): this batch of products were assembled at intima ii auto line 2 in march 2023, and packaged at r240 package line and cfs package line in march 2023. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No actual samples and photos have been received, and the specific site of the leakage cannot be confirmed. Leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. As no defective sample returned, further analysis cannot be done, and the root cause of the leakage at the indwelling needle connector cannot be determined. H3 other text : see h.10.

Event description:
On (B)(6) 2023, an indwelling needle was used to administer fluids to a child, and during rounds, oozing was noted on the indwelling needle connector. Replaced the indwelling needle and re-indicated the infusion. Waste of medical supplies. Cannot rule out movement such as pulling during use by the child.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported the bd intima-ii 24gax0.75in leaked. The following information was provided to the initial reporter "on (B)(6) 2023, an indwelling needle was used to administer fluids to a child, and during rounds, oozing was noted on the indwelling needle connector. Replaced the indwelling needle and re-indicated the infusion. Waste of medical supplies. Cannot rule out movement such as pulling during use by the child."